Manufacturer narrative:
During a coil embolization, the orbit rdfl complex fill coil (638cf0515) was pulled back once after it was placed in the aneurysm, and during another attempt to place it, the coil detached. The proximal tip of the coil still remained in the sl 10/stryker microcatheter (mc), and the entire system, including the coil, was removed from the patient successfully. A snare device through a rapid transit microcatheter was used to assist with the removal. The physician did not think there was any problem with the sl10 which was used with the coil. The microcatheter had not been reshaped and an adequate continuous flush was maintained at all times. The procedure was continued with another microcatheter and coil without patient injury. Other than the reported event, no other damages were noticed with any other section of the devices. There is no information regarding the target lesion or vessel characteristics. No further information was available. A non-sterile rapid transit was received coiled inside of a plastic bag; a non- cordis/codman guidewire (snare) was received inside of it and at the distal end was protruding an embolic coil of the trufill dcs orbit. Embolic coil was stretched and kinked and both ends (headpiece and bead) could be observed in the embolic coil and no damages were noted at unaided eye. The headpiece was inspected and it presented with no damages. The orbit delivery system was not provided for evaluation; therefore, analysis of the gripper is not possible. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15217444 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported premature detachment of the coil could not be fully evaluated since the delivery system was not returned. Additionally, the kinks and stretched condition of the embolic coil appear to have been caused by the retrieval process. Neither the analysis nor the DHR review suggests that these damages are related to the manufacturing process; additionally inspections are in place to prevent these types of damages leaving from the facility. It is possible that device manipulation due to aneurysm characteristics contributed to the premature detachment of the coil. The cause of the reported event remains inconclusive and undetermined; therefore no corrective actions will be taken at this time.

Manufacturer narrative:
During a coil embolization, the orbit rdfl complex fill coil ((B)(4)) was pulled back once after it was placed in the aneurysm, and during another attempt to place the coil detached. The distal tip of the coil still remained in the (mc) microcatheter (non-cordis/codman product), and all the system (including the coil) was removed from the patient successfully. The doctor thought that the sl10 was no problem, and was not returned. The transit microcatheter was utilized to insert the snare device, and the complaint product was the coil that we reported at first. The procedure was continued with other products, and completed without patient injury. An adequate continuous flush was maintained through the mc at all times. The mc was not re-shaped prior to use. Other than the reported event, no other damages were noticed with any other section of the devices. The procedure was completed with other coil and mc. No further information was available. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information wil be submitted within 30 days of receipt.

Manufacturer narrative:
A non-sterile rapid transit was received coiled inside of a plastic bag; a non- cordis/codman guidewire (snare) was received inside of it and at the distal end was protruding an embolic coil of the trufill dcs orbit. Embolic coil was stretched and kinked and both ends (headpiece and bead) could be observed in the embolic coil and no damages were noted at unaided eye. Distal body of the microcatheter presented flattened sections. Rest of the trufill dcs orbit was not provided. Headpiece was inspected and it presented no damages. No further analysis on gripper will be performed due to the delivery system was not provided for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15217444 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported failure by the customer as ''premature detachment-during placement'' could not be evaluated due to the entire device was not provided for evaluation. In addition per ch&ss investigation the customer state that ''the distal tip of the coil still remained in the (mc) microcatheter (non-cordis/codman product), and all the system (including the coil) was removed from the patient successfully.'' And according the device provided, the distal tip of the embolic coil was totally out of the microcatheter and it was tried to remove using an guidewire(snare) non-cordis/codman product, therefore, part of the middle section of the embolic coil was inside of the microcatheter. The cause of the kinks and stretched section I the embolic coil appear to be caused when it was tried to retrieve into the microcatheter. Neither the analysis nor the DHR review suggests that these damages could be caused during the manufacturing process; additionally inspections are in place that prevents these kinds of damages from leaving from the facility. Procedural and handling factors could be contributed on these damages. The cause of the failure remains inconclusively and undetermined; therefore, no corrective actions will be taken at this time. Additional information will be submitted within 30 days of receipt.

Event description:
During a coil embolization, the orbit rdfl complex fill coil (638cf0515) was pulled back once after it was placed in the aneurysm, and during another attempt to place the coil detached. The distal tip of the coil still remained in the (mc) microcatheter (non-cordis/codman product), and all the system (including the coil) was removed from the patient successfully. The procedure was continued with other products, and completed without patient injury. An adequate continuous flush was maintained through the mc at all times. The mc was not re-shaped prior to use. Other than the reported event, no other damages were noticed with any other section of the devices. The procedure was completed with other coil and mc. No further information was available,